Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door latch error" as a door not fully latched alarm. The force required to secure the door was above expected levels causing the device to alarm door not full latched. The door hooks and latch pins were replaced to correct this condition.